Manufacturer narrative:
Citation: mcrae me et al. Patient outcomes after transcatheter and surgical pulmonary valve replacement for pulmonary regurgitation in patients with repaired tetralogy of fallot: a quasi-meta-analysis. Eur j cardiovasc nurs. 2017 aug;16(6):539-553. Doi: 10.1177/1474515117696384. Epub 2017 mar 1. Earliest date of publish used for date of event in b3. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations.if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the differences in surgical versus transcatheter pulmonary valve replacement effects in terms of physiological/biological variables, symptoms, functional status and health-related quality of life. All data was collected from a quasi-meta-analysis (integrative review with meta-analysis of the quantitative variables) that included 85 surgical and 47 transcatheter pulmonary valve replacement studies published between 1995 and 2016. The study population included 9,950 patients, which encompassed 6,196 surgical pulmonary valve recipients and 3,354 transcatheter pulmonary valve recipients. Patient demographic information was not disclosed. An unspecified number of patients were implanted with medtronic melody transcatheter pulmonary valves. No serial numbers were provided. The mortality rate after transcatheter pulmonary valve replacement was reported to be 0.3% (range of 0 to 1.6% from 18 studies). None of the deaths were associated with medtronic product. Adverse events associated with melody patients included: endocarditis. No further details were provided. Malfunctions associated with melody patients included: stent fracture. No further details were provided. No additional adverse patient effects or product performance issues were reported.